Event description:
It was reported that the slot on the block was not open and thus it was impossible to put in the saw blade. Surgery time was extended between 31-60 minutes.

Manufacturer narrative:
Review of the device history record shows no issues. The affected product was returned, dimensional inspection completed, and results are acceptable. Also, review of the build files shows that the slot was open on the block prior to shipping. Our investigation could not determine a specific cause of the stated failure.